Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure when the chronic right ventricular (rv) lead was connected to the new device, no capture and oversensing of noise was observed. The lead had a confirmed fracture. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.